Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device noted damage to the stent delivery catheter and stabilizer and found the hydrophilic coating was peeling. The stent was deployed during functional testing; resistance was noted during deployment. Additional information from the customer stated the lesion was heavily calcified. It is probable that anatomical factors present during the clinical procedure caused the reported event that the stent was unable to deploy and subsequently led to the damage noted on the device. Based on the available information and investigation analysis, operational context has been assigned.

Event description:
Analysis of the returned device found that the hydrophilic coating was peeled. There was no clinical consequence to the patient due to this event.